Event description:
Patient experienced an increase in seizure activity above pre-vns baseline frequency after undergoing physicial therapy. The pt reported that they had an "ultrasound" and that they believed that it may have disturbed their device. The pt reported that they underwent physical therapy twice in four days, during which they used heat and aggressive massage in their left neck area, upper shoulders, and upper back. The pt did not know the exact name of the physical therapy procedure and was not sure whether it included diathermy. Since the physical therapy, the pt feels pain to their left neck and feels as thought the device "fibrates in their chest". The pt reported that they do not feel normal mode stimulation 97% of the time, but that they do feel magnet mode stimulation. The pt reported that since the first physical therapy treatment, they have been having "microseizures" above their pre-vns baseline frequency. The pt planned to contact their neurologist for follow-up. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to confirm the cause of the reported event.